Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press more than once for response, also insulin pump had crack on back of battery. Customer declined for battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. All buttons functioned properly. No damage noted to keypad assembly, and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. (B)(4).